Event description:
Baxter reported a broken clamp which occurred during pt use. There was no pt injury or medical intervention reported. The set had been in place for three months. No additional details were available.